Manufacturer narrative:
Patient information is unknown. Date of event: it is unknown when device broke. Lot number is unknown. Date of implantation is unknown. Date of explantation is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with a proximal femoral nail antirotation (pfna) in (B)(6) 2018. Six months post-operatively, it was discovered that the pfna was broken. Revision surgery was performed. Surgical outcome is unknown. Patient status is unknown. This report is for a pfna-ii ø10 long r 130° l380 tan. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The returned implants (broken pfna-ii nail, pfna blade) were forwarded to the internal material&testing (m&t) department for material analysis as well as to the manufacturing site to check the dimensions. In addition, this occurrence has been assessed by our medical safety officer. Investigation summary performed by m&t: the material from the complaint product fulfills the requirements for the microstructure and can be regarded adequate for use in the pfna implant. Its microstructure is comparable to that of a retention sample of the raw material. The fracture was caused by cyclic overload of the material. The observed fine fatigue lines can be led back to a high frequency of load alternation during the crack propagation. The large area of the residual fracture is an indication that a high nominal load was applied on the pfna construction. Fracture 2 must have been initiated first and during the crack propagation of fracture 2, fracture 1 has started. After the breakage event of fracture 2 was completed, fracture faces of fracture 1 were separated and had no contact to each other anymore (no flattening of the fracture face). Fracture 1 shows indications that the fracture had started from both sides of the chamfer, which is a sign of alternating load during and after the breakage. After fracture 1 was complete, fracture 2 had to support the entire applied load, as indicated by its flattened surface structure. Multiple load-mechanisms must have been applied to the implant, such as alternating torsion, alternating bending, pressure and tensile stress. Their sequence cannot be determined accurately. Factors that might have accelerated the failure are probably a combination of: mechanical surface damage inflicted during implantation, and an overload or asymmetric loading of the implant. It cannot be excluded that any occurrence during the healing process led to an overload of the implant and influenced the failure mode. Manufacturing investigation summary: all measured features are within specification as well as in the manufacturing documentation no issue was identified. The dimension and position of the citrus shape as well as chamfer on the citrus form could not be measured because the breakage occurred at this point and also due to the presence of marks of interaction with blade component. The inner surface of the citrus form was also distorted due to the interaction with the blade component. These are post manufacturing damages. During the manufacturing process all the critical features were inspected through the inspection sheet and the entire lot is within specification. Therefore, from the manufacturing point of view the part completely meets it specifications and quality standards. Assessment performed by mso dr. And senior group manager sustaining engineering trauma/cmf: the choice of implant was not appropriate in my opinion, but still acceptable. Likely driven by thought this was pathologic. The fracture was fixed somewhat distracted. We know the sliding function of the head element has no function in this construct. Locking an internal fixation construct in distraction prevents ancillary bone to bone support of the fracture and results in all forces/ being carried by the implant, in this case the shaft of the pfna ii nail. Failure is most likely to occur at the weakest part of the nail closest to the fracture line. For im nails the weakest point in the nail is through the locking holes due to the reduction in sectional area by the material removed to create the hole. For this particular case the closest locking hole in the nail was the locking hole for the head element. And the patient was allowed to load bear as tolerated, which means they were likely full weight bearing at post op week one or two. When likely first seen back she was on a cane at 3 weeks, which is indeed full wb, yet science tells us that no matter the bone healing response the is no stability from any bone healing because there is none basically. This significant or full wb does two things: places early load on the implant before that is any healing, thus the implant is load bearing, not sharing. This is especially true when the fx is distracted and held as such due to static locking. Frank can comment on the cyclical testing done if needed. The fatigue testing performed a part of the development for im nails including the pfna ii family of nails is based on establishing equivalency of the nail construct in fatigue simulating between 1 and 2 million load cycles. The load applied is varied until the device is able to reach the cycle limit (runout). The fatigue load and number of cycles to failure is then compared to other im nails with the same indications to determine a design¿s performance. Implant constructs which are subjected to full weightbearing prior to healing taking place can fail as the excessive force reduces the number of times (load cycles) that the implant/ construct can carry without breakage. While we know that prolonged non-wb can reduce bone healing, what is less known, but scientifically supported by evidence, is that the other extreme, full load bearing prior to any substantive union, also significantly reduces bone healing. The photographs provided in report number mat 3905 broken pfna ii nail complaint dated 20 july 2020 includes photographs of the recovered implants. In photographs 5 and 6 there are images of wear marks on the shaft of the helical blade where the cyclic loadings of the construct in vivo resulted in shallow grooves along the shaft of the helical blade where it contacted the nail on the superior lateral and inferior medial portion of the helical blade shaft. The left portion of the wear artifact in picture 5 is deeper and oriented 90 degrees to the larger more rectangular shaped portion of the artifact. The left side of the artifact exhibits signs of both rotational and axial loading being greatest on the left side of the artifact which corresponds to the point of contact between the lateral side of the nail and the helical blade shaft. Likewise the wear mark on the medial side of the blade shaft shows similar loading on its right side as viewed in the photograph. Image 9 shows the nail fragments and helical blade in their position prior to breakage. One can see that material from the nail has been deformed resulting in a burr visible immediately beneath the helical blade shaft on the inferior side. Such material flow from the nail is another indicator that the construct was subjected to heavy cyclic loading in the brief time that the construct was implanted. The gouges and nicks seen in photographs 7 and 8 may have occurred either during implantation of the device or during explanation from the information at hand no determination can be made whether or not they were contributing factors in the breakage of the nail. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary (updated). The returned implants (broken pfna-ii nail, pfna blade) were forwarded to the internal material&testing (m&t) department for material analysis as well as to the manufacturing site to check the dimensions. In addition, this occurrence has been assessed by our medical safety officer. Investigation summary performed by m&t: the material from the complaint product fulfills the requirements for the microstructure and can be regarded adequate for use in the pfna implant. Its microstructure is comparable to that of a retention sample of the raw material. The fracture was caused by cyclic overload of the material. The observed fine fatigue lines can be led back to a high frequency of load alternation during the crack propagation. The large area of the residual fracture is an indication that a high nominal load was applied on the pfna construction. Fracture 2 must have been initiated first and during the crack propagation of fracture 2, fracture 1 has started. After the breakage event of fracture 2 was completed, fracture faces of fracture 1 were separated and had no contact to each other anymore (no flattening of the fracture face). Fracture 1 shows indications that the fracture had started from both sides of the chamfer, which is a sign of alternating load during and after the breakage. After fracture 1 was complete, fracture 2 had to support the entire applied load, as indicated by its flattened surface structure. Multiple load-mechanisms must have been applied to the implant, such as alternating torsion, alternating bending, pressure and tensile stress. Their sequence cannot be determined accurately. Some factors that may contribute to an implant fracture include a combination of mechanical surface damage occurring during implantation, overloading or symmetric loading of the implant, or patient issues occurring during the healing process. The primary cause of this fracture was cyclic overloading of the device; this can be seen in the material pushed/deformed out of the locking hole where the shaft of the screw/blade bears against the nail, the area of the residual fracture, and the direction of the fatigue lines and crack propagation. Manufacturing investigation summary: all measured features are within specification as well as in the manufacturing documentation no issue was identified. The dimension and position of the citrus shape as well as chamfer on the citrus form could not be measured because the breakage occurred at this point and also due to the presence of marks of interaction with blade component. The inner surface of the citrus form was also distorted due to the interaction with the blade component. These are post manufacturing damages. During the manufacturing process all the critical features were inspected through the inspection sheet and the entire lot is within specification. Therefore, from the manufacturing point of view the part completely meets it specifications and quality standards. For clarification reasons the initial assessment performed by mso dr. James amis and senior group manager sustaining engineering trauma/cmf frank wilson was updated as follows: the choice of implant was not optimal in my opinion, but still acceptable. The decision to use a cephalomedullary nail was likely driven by the thought that this was pathologic. The fracture was fixed slightly distracted. We know the sliding function of the head element has no function in this construct. Locking an internal fixation construct in slight distraction prevents ancillary bone to bone support of the fracture and results in all forces/ being carried by the implant, in this case the shaft of the pfna ii nail. Failure is most likely to occur at the weakest part of the nail closest to the fracture line. For im nails the weakest point in the nail is through the locking holes due to the reduction in sectional area by the material removed to create the hole. For this particular case the closest locking hole in the nail was the locking hole for the head element. It appears the patient was allowed or decided on their own to load bear as tolerated, which means they were likely full or near full weight bearing in the early post operative period. When the patient was first seen back she was on a cane at 3 weeks, which requires full wb. Fracture repair science tells us that there is little if any substantive bone healing in the first several weeks post fracture and there is minimal construct support that is expected to be provided by early bone union. Thus, the loads imparted by load bearing are primarily applied to the nail, not the bone. Early significant or full wb does two things: it places early load on the implant before there is any substantive healing, thus the implant is load bearing, not load sharing. This is especially true when the fracture is even slightly distracted and held as such due to static locking. The fatigue testing performed as part of the development for im nails, including the pfna ii family of nails, is based on establishing equivalency of the nail construct in fatigue simulating between 1 and 2 million load cycles. The load applied is varied until the device is able to reach the cycle limit (runout). The fatigue load and number of cycles to failure is then compared to other im nails with the same indications to determine a design¿s performance. Implant constructs which are subjected to full weightbearing prior to healing taking place can fail as the excessive force reduces the number of times (load cycles) that the implant/ construct can carry without breakage. While we know that prolonged non-wb can reduce bone healing, what is less known, but scientifically supported by evidence, is that the other extreme, full load bearing prior to any substantive union, also significantly reduces bone healing. The photographs provided in report number mat 3905 broken pfna ii nail complaint dated (B)(6) 2020 includes photographs of the recovered implants. In photographs 5 and 6 there are images of wear marks on the shaft of the helical blade where the cyclic loadings of the construct in vivo resulted in shallow grooves along the shaft of the helical blade where it contacted the nail on the superior lateral and inferior medial portion of the helical blade shaft. The left portion of the wear artifact in picture 5 is deeper and oriented 90 degrees to the larger more rectangular shaped portion of the artifact. The left side of the artifact exhibits signs of both rotational and axial loading being greatest on the left side of the artifact which corresponds to the point of contact between the lateral side of the nail and the helical blade shaft. Likewise, the wear mark on the medial side of the blade shaft shows similar loading on its right side as viewed in the photograph. Image 9 shows the nail fragments and helical blade in their position prior to breakage. One can see that material from the nail has been deformed resulting in a burr visible immediately beneath the helical blade shaft on the inferior side. Such material flow from the nail is another indicator that the construct was subjected to heavy cyclic loading in the brief time that the construct was implanted. The scratches present on the medial side of the nail (blue highlight in pictures 7, 8, 9 and 10) may have been made during the removal of the implant fragment from the patient or as the result of handling the nail during implantation. Regardless of when the scratches occurred it is highly unlikely that these artifacts were a significant contributing factor in the nail breaking as the scratches are not present in the peak stress area i.e. On the tension/ lateral side of the nail at the interface of the head element hole and the outer surface of the nail including the chamfer area around the hole where the wall thickness is at its thinnest. Visualizing the locking hole as a clock face this would be at the 3 and 9 o'clock positions. The fracture line of the nail follows a shear plane that is aligned/ passes through the nail at the 3 and 9 o'clock of the locking hole. As visible in picture 11 the scratches fall well below the fracture line in the nail as are thus not related to the nail breaking as observed. In the peak stress area, there are no visible signs of drill bit damage either at the interface of the head element hole or the chamfer that can be attributed as possible origin of the fracture in fracture 2. In summary, the nail damage (scratches and gouges), observed by the engineers, were noted to be minor and are not present in the peak stress areas of the proximal end of the nail. However, inspection of the nail supports that the nail took significant loads which is supported by the postoperative history. Minor nail damage to the nail head element is not uncommon as part of the insertion and removal technique of all cephalomedullary nails as seen in this case. Finally, even undamaged nails can break especially when significant early load bearing is applied. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D7: device was explanted on an unknown date in (B)(6) 2018. D6: device was implanted on an unknown date in (B)(6) 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: it was further reported that at the end of may 2018 (4 months post initial surgery), patient presented with sudden onset of hip pain. This was found to be due to a failure of the proximal femoral nail antirotation (pfna) nail as seen in the x-rays. Concomitant devices reported: pfna-ii blade l85 tan (part# 04.027.052s, lot# l523746, quantity 1), bolt ø4.9 self-tap l38 tan green (part# 459.380, lot# 5944030, quantity 1), bolt ø4.9 self-tap l60 tan green (part# 459.600, lot# unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A device history record (DHR) review was conducted: part: 473.020s, lot: 9303374, manufacturing site: (B)(4), release to warehouse date: 23. Dec. 2014, expiry date: 01. Dec. 2024, a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: concomitant device reported: unknown pfna-ii blade (part# unknown, lot# unknown, quantity# (B)(4)). Unknown screws (part# unknown, lot# unknown, quanitty# unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.